Event description:
Device 2 of 2. Reference MFR report #: 1627487-2012-06886. It was reported, the pt had underwent surgery that was unrelated to the scs system. Since the surgery, the pt has been experiencing a burning sensation at the ipg site and down her leg. The sensation occurs whether stimulation is on or off. The pt will try different programs in the meantime to help resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.